Event description:
The customer reported the generation of erroneously low patient results for multiple analytes on their dxc 700 au clinical chemistry analyzer. The customer did not specify the analytes in question. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective sample detection board and/or the same detection board cable. The fse replaced the sample detection board and cable which resolved the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number and email not provided. The beckman coulter internal identifier is (B)(4).